Event description:
Patient acknowledged the safety notice and reported excessive bleeding, periodontitis, infection, allergic reaction, inflammation, blisters, gingivitis, sensitivity, broken, discomfort, not fitting, loose, discolored, compromised implant, jaw discomfort, chipped, crown, sensitivity, tongue thrust, wisdom teeth, and root resorption concerns without further details.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.